Manufacturer narrative:
Surgical intervention occurred for pt with a unicondylar knee implant. Arthroscopy procedure was performed for exploratory purposes. The implant was found to be well fixed and in good condition. All implant components were left in place. Review of the device history record indicates that the device is mfg to spec.

Event description:
Surgical intervention occurred for pt with a unicondylar knee implant.